Event description:
Healthcare provider reported a right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Rupture was confirmed by ultrasound and mammogram. Device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Rupture was confirmed by ultrasound and mammogram. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Rupture was confirmed by ultrasound and mammogram. The device remains implanted.